Event description:
Customer called reported an unexpected negative reaction on a patient sample tested on the echo. The patient had an anti-s that was identified in gel (weak to 2+ reactions).

Manufacturer narrative:
Reactivity of the s antigen was confirmed on retention crrs(3), lot r024 and crrid, lot id101. The customer did not return sample for investigation testing. It is not possible to rule out the sample as a cause of the event.